Manufacturer narrative:
This initial medwatch is submitted to send the result of the investigation of this complaint. Product was not returned to manufacturer for examination as it was discarded by the hospital. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. According to the provided description the root cause of this disassembly may be related to a poor "prepataion" of the disc space. Indeed, based on the information provided (B)(6) 2018, the surgeon encounter resistance while inserting the implant which may reveal a lack of "disectomy". The surgical technique ( step 2 ) "mention" that complete disectomy must be performed to prepare the disc space "perform a complete discectomy of the disc space between the uncinate processes and back to the posterior ligament. Take care to decompress the foramen bilaterally and respect the bony endplates." In addition, the implant was off midline during insertion, and when the surgeon tried to reposition the implant its disassembled. In addition, as described, the surgeon did not used the mobi-c level to verify the insertion trajectory. The surgical technique (step 10) mention that "to verify the correct "postion" and axial rotation about the transverse plane of the implant inserter , use the inserter level". Also, its "recomanded" to avoid any rotational move during insertion, as quoted in the surgical "techniuqes" ( step 11) "during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly." Therefore , from information provided, based on the product history records and the recurrence of this type of event for this implant, the cause for the event is a user error where the surgeon did not prepare his patient correctly and did not follow the right instructions during the surgery. The investigation found no evidence to indicate device issue.

Event description:
Mobi-c p&f us : disassembled. Ldr medical received an information on the (B)(6) 2018 about a mobi-c disassembly that occured on the same day. From the "infromation" reported, when the implant was being inserted into the disc space, the lateral rows of teeth were not grabbing asymmetrically and the implant began to steer off of midline. Maximum distraction was achieved using the caspar retractor and the parallel distractor. The implant was only implanted halfway, and using "flouro" it was determined it was off of midline. When the surgeon pulled the inserter straight back the lower plate came off of the peek cartridge. Another implant was opened as "soons" as possible to finish the surgery; it was the same size. Update were received on (B)(6), according to the reporter: the stop adjustment was set at zero; the inserter was not overtightened; parallel distractor was used; during insertion a slight resistance was felt; the product was not inserted with an angle; the surgical steps were not different between the "firts" and second implant; the reporter can't provide any x-rays image. The no touch mobi-c level was not used by the surgeon; the mob-c distraction forceps was used by the surgeon. The surgery was completed with another device of the same size. There was no impact on patient or surgery delay. The product was not returned as it was "discaraded".

Event description:
A mobi-c implant disassembled during adjustment in the disc space. The surgeon replaced the implant with a new one of the same size. There was no reported patient harm or additional impact to surgery.

Manufacturer narrative:
A5 entered in error. Correction to: a1, a2 (age), b5, b6, b7, d1, d2 (common device name), e1, e2, e3, g3, h1, h3. Additional information: d4 (UDI number), g5 (PMA/510k number), h6 (device codes, results and conclusions codes). The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.